Event description:
Info rec'd on 03/24/2000: it appears an aus device was implanted, date and surgical details were not provided at this time. In 2000 it appears the entire device was removed from the pt and replaced, reason was not provided at this time. Unable to obtain add'l info.